Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 24591737.

Event description:
It was reported that the patient was experiencing discomfort and sometimes a shocking feeling at ipg site. Database analysis revealed no anomalies. The history counters do not confirm any issues with the ipgs functionality. The impedance measurements were observed to be within a normal range. The ipg appears to be working as expected. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing discomfort and sometimes a shocking feeling at ipg site. Database analysis revealed no anomalies. The history counters do not confirm any issues with the ipgs functionality. The impedance measurements were observed to be within a normal range. The ipg appears to be working as expected. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50, sn (B)(6). The returned lead was cut during the explant procedure. No anomalies were identified on the lead aside from the clean-cut. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Sc-1200, sn: (B)(6). The returned ipg was analyzed and monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude or pulse widths were verified to be correct on all the electrodes, and no unassigned output was observed when the stimulation is on. Current leakage test and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.